Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed that a software error was detected. The customer¿s blood glucose level was as low as 34 mg/dl at the time of the incident. The customer was hospitalized for the low due to a sensor failure. The customer went as high as 414 mg/dl after treatment for the low. The customer is unsure if the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer stated that lately they deliver a bolus and their blood glucose crashes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.